Event description:
It has been reported to philips that the foot switch intermittently does not trigger x-rays when the pedal is pressed. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the neurovascular diagnostic procedure was completed as planned using the same footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the foot switch intermittently does not trigger x-rays when the pedal is pressed. Upon troubleshooting, fse found that the status of the battery indicator was green and there was a problem with wireless connection. To resolve the issue, fse replaced the wireless footswitch and wireless base station and returned it to philips for further analysis. The analysis of wireless footswitch showed other failure as the pickup bar is loose and 3 out of 4 anti-slips are missing. But the cause of the wireless base station failure could not be conclusively determined by the supplier¿s part analysis. However, after replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The corrections executed included: a firmware update to ensure that a loss of connection does not require a reboot of the system to reestablish connection (2021-igt-bst-020, 2023-igt-pun-004). An update to the instructions for use for charging and handling of the wireless footswitch. The requirement to have the wired footswitch always connected. Therefore, in the sequence of events above indicated, due to the use of an alternate footswitch or hand switch the procedure can be completed with minimal or no delay, the malfunction would not likely lead to a death or serious injury. Since the execution of the c&r no complaints have been reported to philips alleging harm or potential serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.